Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-43356. It was reported that the patient presented in the emergency room with fever. Upon examination, pacemaker pocket infection was discovered. The entire pacemaker system was explanted due to infection. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Interrogation results were normal. Visual screen and preliminary test results were acceptable. The cause of infection could not be traced to the device.

Event description:
New information received noted that a patient arrhythmia was noted prior to the procedure. No additional patient consequences were reported.